Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the cracked at the top of the reservoir as well the insulin pump near the reservoir had cracked. The customer¿s blood glucose level was unknown. The customer stated that the cracked has been cracked has been glued. The device will be returned for analysis.